Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture was noticed. Prior to using the taxus express2 3.0x16mm drug eluting stent, the shaft was found to be fractured. The damaged device was exchanged for another taxus stent to complete the procedure. The damaged device had no pt contact. No pt complications occurred.